Event description:
I have been using acuvue oasys contacts for many years without issues. During the past few months, the lenses have been ripping within a few days of opening a new pair. They also caused irritation, dryness, and discomfort that I did not experience before. The lenses felt rough on my eyes, and I had to remove them early because they became painful and dry. I noticed the material seemed thinner and less durable than previous boxes. I followed the same cleaning and wearing routine that I always have. The problem occurred with multiple lenses from the same recent supply. I stopped wearing them due to the irritation and concern for my eye health. Refer to additional documents in i2k.